Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported insufflation issue was confirmed. The following findings were also noted during device evaluation: bending section glue worn out, plastic distal end cover damaged, lenses glues damaged, bending angulations out of standard values, switch box damaged, and the nozzle of the insufflation channel is clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an insufflation issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the nozzle of the insufflation channel is clogged by chemical residues.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.